Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from the filter. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Between (B)(6) 2015. The device was received for evaluation. Visual inspection did not identify any defects that could have contributed to the reported event. A functional leak test was performed and identified a leak at the air eliminator. The reported condition was verified. The cause was determined to be user error as the filter on this set is not meant to be used with total parenteral nutrition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.